Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted via the femoral artery. The md inserted the iab through the sheath and into place. The pump was initiated and immediately began to alarm "helium loss." As a result, the pump was exchanged off the pt and the same alarm continued. At this time, the md removed the iab and inserted another iab without difficulty. The iab which was removed appeared to have the "fiber optic line protruding from the tip of the catheter." There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.